Manufacturer narrative:
Concomitant medical products: product ID: 3487a, lot#: unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via manufacturer representative (rep) reported a loss of effectiveness. It was reported that the patient was seen in the clinic and in the last month, the stimulator had not been working the same. There was a report that the stimulation was causing them pain. Factors that may have led or contributed to the issue was that the patient reported a fall one month prior and since then, the stimulation had changed. Impedance check was okay and they also tried to reprogram the stimulation but the patient experienced pain instead of a pleasant feeling. The issue was not resolved and no surgical intervention occurred.